Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-28- there was not enough information to determine the mlurc. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Customer called in for assistance running blood test. Consumer reported symptoms at the time of the call. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling shaky and jittery. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2019, a blood test was performed by the customer and produced test results of 53mg/dl fasting using true metrix meter. The test strip lot manufacturer's expiration date is 06/27/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Had customer perform run a blood test. The result was 53mg/dl fasting. Customer is ok with reading.